Event description:
Information received indicates the bed exit is not alarming when weight is removed from sleep deck.

Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.